Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not see drops from the ilet and received an unable to proceed alert, which was resolved after changing the cartridge and infusion set supplies, with drops observed upon reattempting the supply change process and no impact to blood glucose reported. Symptoms included no clinical symptoms, and the user¿s blood glucose was 99 mg/dl. Outcomes included no injury and no medical intervention beyond troubleshooting and supply replacement. Investigation included customer support troubleshooting, education on proper supply change procedure, and replacement of disposable components. Investigation of this case revealed that an infusion delivery issue consistent with an occlusion or flow interruption was present and resolved by replacing the infusion set and cartridge, indicating a likely issue with disposable components rather than the pump mechanism. It was concluded, based on previously established findings for similar reports, that user technique or a transient disposable component issue was the most likely cause.